Manufacturer narrative:
(B)(4). The product was returned and investigated in the complaints laboratory of the manufacturer. During tightness test of the gas side a leakage from the blood side to the gas side was detected (fluid was leaking out of the gas outlet). Furthermore a leakage from the gas side to the water side (fluid was leaking out of the water connectors) was also detected. Furthermore the oxygenators gas side was sawed off in order to analyze if untight fibers may have caused the leakage. By visual inspection it was determined that at the outer cover plate # 03 a long crack runs over the whole base / side. The most probable cause of the leak from the gas side to the water side is the detected crack. No further failure evidence was detected in regards to the leakage from the blood side to the gas side. No further abnormalities or damages were detected. The most probable cause of the detected leakage from the blood side to the gas side remains unknown. Thus the reported failure could be confirmed. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing. The exact root-cause which led to the described failure could not be identified. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "in the course of the perfusion - in the heat phase, increasingly massive water outlet at the gas outlet of the oxygenator." (B)(4).